Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. X-rays were taken and indicated the lead was fractured. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.